Event description:
It was reported that during a procedure the device would continue to operate in run mode without any user activation. A backup device was used to complete the procedure. There were no adverse consequences and no alleged delay in the procedure.